Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01155 addresses the first device, while manufacturer report # 3005099803-2012-01156 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the first stent was attempted to be released in the common bile duct, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was then inserted and during deployment of the stent, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with this device, however, as the stent was able to be implanted. No other damage was noted to either device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information reported the lot number of the device is (B)(4); therefore the device expiration and manufacture dates have also been updated. Investigation results the complaint device was not returned for evaluation; therefore, a device evaluation has not been performed and the reported malfunction of broken guide catheter cannot be confirmed. However, the reported damage was likely caused by excess force used in deployment due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01155 addresses the first device, while manufacturer report # 3005099803-2012-01156 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the first stent was attempted to be released in the common bile duct, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was then inserted and during deployment of the stent, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with this device, however, as the stent was able to be implanted. No other damage was noted to either device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. According to the complainant, the device remains implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.